Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging an issue with the battery indicator on their onetouch ultra meter. The customer care advocate (cca) was unable to reach the patient with follow up questions from the medical surveillance specialist. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with oral medication, specifically ¿onglza.¿ the patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported developing a symptom of ¿the shakes¿ sometime after the alleged issue began. The patient denied receiving any medication for this issue. As the cca could not reach the patient for follow up questions, we were unable to confirm if the reported symptom was associated with the patient¿s diabetes. At the time of the original call, the cca noted that the issue was resolved with training after replacing the meter battery. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.